Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17673786l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered coronary artery stenosis (requiring cardiac catheterization/coronary angiography/angioplasty) and cardiogenic shock (requiring extracorporeal membrane oxygenation and intra-aortic balloon pump therapy). Ablation was being performed in the left atrium at the aortic valve cusp with power at 35 watts and irrigated catheter flow set at 15 ml/min. After 5 radiofrequency applications, the pvcs resolved. Patient became tachycardic with a subsequent heart rate decrease. Fluoroscopy revealed that the left ventricle was not moving. A code was called and cardiac catheterization/coronary angiography revealed a left main coronary artery occlusion. Angioplasty was performed. Extracorporeal membrane oxygenation (ECMO) was initiated. Patient was transferred to the intensive care unit while on ECMO. Patient required extended hospitalization as a result of the adverse event. Patient was transferred to the adult hospital for intra-aortic balloon pump (iabp) therapy to wean from ECMO. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.